Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced an increased intraperitoneal volume (iipv) situation during dwell three of four of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the hp was connected. The hp stated that they felt overfull. The technical service representative (tsr) found that the hp¿s fill volume was 3000 ml and then had the hp do a manual drain. The hp drained 5027 ml during the manual drain. The tsr assisted the hp in ending therapy and removing the cassette. The hp was to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.